Manufacturer narrative:
(B)(6).

Event description:
It was reported that a cartridge change error occurred. Troubleshooting was performed and an o-ring was found on the pneumatic tap resulting in the cartridges not fitting onto the pump. Customer's blood glucose level was 173 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was 173 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.